Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. Given the event description, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician deployed the ligation band; however, the band fell off the varix. One of the ligation bands prematurely deployed before the handle was turned. The procedure was completed with this speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on march 24, 2015. According to the complainant, the patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician deployed the ligation band; however, the band fell off the varix. One of the ligation bands prematurely deployed before the handle was turned. The procedure was completed with this speedband superview super 7 device. There were no patient complications reported as a result of this event.